Manufacturer narrative:
Concomitant medical products: 694958 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads both exhibited a possible fracture. The ra lead exhibited high/undefined impedances and a loss of capture, and the rv lead exhibited high impedances and rising/high thresholds. Additionally, the rv lead exhibited an increased sensing integrity counter (sic) and noise in the form of non-sustained ventricular tachycardia. The leads were both capped, and the patient was downgraded to a single chamber implantable cardioverter defibrillator (ICD) system. No patient complications have been reported as a result of this event.